Event description:
It was reported that a patient with an l4 compression fracture underwent a balloon kyphoplasty procedure (bkp). During the procedure, one of the inflated balloons reportedly ruptured. According to the report, the balloon did not inflate enough due to hardness of the l4 vertebral body. It was noted that the trauma at l4 was old and bone sclerosis was evident which led to the improper formation of cavity. Irrigation of contrast media was immediately performed and the cavity was filled with cement. There were no fragments of the balloon remaining in the patient and no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.